Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000069998.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedances. In turn, the lead was explanted and replaced to address the issue. The other lead and ipg were electively replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.